Manufacturer narrative:
This report is being amended to reflect changes. The visual inspection of the package confirmed that there is no white paper seal on inner packaging and no adhesive transfer on the flange of the inner cavity. This device is used for treatment. The product history search found two other complaints related to the same issue for this part and lot combination. A similar issue was reported previously for the same part but for a different lot number, resulting in previous corrective action taken. Previous investigation found root cause related to lack of inspection of the sealed components per procedure, and inadequate procedures governing the inspection process. The corrective action taken included operator awareness training and procedural updates. This reported lot was manufactured prior to completion of this previous corrective and preventive action. Field action to recall the affected lot number has been conducted; FDA recall z-0449-2016 was initiated on (B)(6) 2015.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a portion of the inner packaging of the device was missing, thus compromising sterility.